Event description:
Homecare pt was to receive 6.5 cans (estimate 1560 ml) of enteral feeding solution at 80 ml/hr. Rptr stated it was taking about 2 hrs longer than usual for feeding. There was no illness, injury or medical intervention resulting from the event. One pt involved.